Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range impedance measurements. Additionally, it was noted this lead was deactivated approximately two years ago. During a scheduled generator changeout procedure, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.